Manufacturer narrative:
(B)(4). Correction and additional information: the leak was identified during infusion of hydration fluids. It was noted that a positive pressure cap was being used when the leak was identified. There was no patient injury, medical intervention or adverse event associated with this event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink t-connector extension set had "cracked and leaking tubing." It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.